Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. The fse inspected the instrument and found that the sample probe was coring the tops of the sample and control vials. The fse replaced the probe and the issue was resolved bec internal identifier (B)(4).

Event description:
The customer reported their act diff 2 instrument generated erroneous high plt results on patient samples and controls . There was no report of death, injury, or change to patient treatment as a result of this event. Data printouts were requested but the customer was unable to provide them. It could not be confirmed if there were any error messages or flagging. Erroneous results were not reported out of the lab.